Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. The customer was referred to a distributor to purchase a replacement AED and as a follow-up with the customer, the proper maintenance of this device was reviewed.